Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, little discomfort and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips and vermillion border. About 4 months later, the patient received another injection with juvéderm® voluma¿ with lidocaine in the cheeks and nasolabial folds. Prior to injections, the patient was given topical emla and a cold compress after injection. About 1 month after the last injection, the patient developed swelling with "little discomfort" in the sites of injection, specifically the left cheek and some areas on the lips. Patient was treated that day with hylase on the sites that presented with nodules. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00679 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 9/14/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the lips and vermillion border. About 4 months later, the patient received another injection with juvéderm® voluma¿ with lidocaine in the cheeks and nasolabial folds. Prior to injections, the patient was given topical emla and a cold compress after injection. About 1 month after the last injection, the patient developed swelling with "little discomfort" in the sites of injection, specifically the left cheek and some areas on the lips. Patient was treated that day with hylase on the sites that presented with nodules. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00679 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine, also a device manufactured by (B)(4).